Manufacturer narrative:
The customer stated that they found a damaged line and since this has been repaired, there have been no further occurrences of the issue.

Manufacturer narrative:
On (B)(6) 2014, the customer stated that they had another event occur "a couple of days ago". The customer was asked to provide specific data, but the customer could not provide this. A specific root cause could not be determined based on the information provided. The customer was asked to provide additional information for investigation, but they could not provide the requested information.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that they have had a sporadic issue with ion selective electrode (ise) sodium results since (B)(6) 2014. The customer stated that they had a similar issue "a couple of months ago". The field service representative contacted them by phone and they were able to resolve the issue at that time. The customer stated that five out of eighty samples were affected on (B)(6) 2014. The customer provided examples for only two patient samples tested on (B)(6) 2014. The customer was asked, but did not provide information for any additional patient samples. For the two examples provided, erroneous results were reported outside of the laboratory for ise sodium. The first sample initially resulted as 252 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 132 mmol/l. The repeat result was believed to be correct. The second sample initially resulted as 398 mmol/l and this value was reported outside of the laboratory. The sample was repeated and resulted as 139 mmol/l. The repeat result was believed to be correct. The patients were not adversely affected. The customer was asked, but did not provide the ise sodium electrode lot number or expiration date. The field service representative determined that the issue was caused by the sipper probe. He adjusted the sipper probe. He performed an ise check 90 times with no discrepancies seen.